Event description:
Information received indicates there are exposed wires on the left coiled cable.

Manufacturer narrative:
The technician found the coiled cable was rubbing on the caster. The technician replaced the coiled cable to repair the bed.